Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported the pump was removed due to infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the issue was not a device related complication.